Event description:
It was reported that the two internal packages were opened.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product found that the box exhibits transit damage, the outer tyvek is peeled back but still attached on one side, and both the inner and outer cavities are cracked. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to transit damage. If any further information is found which would change or alter any conclusions or information, an additional report will be filed accordingly.

Event description:
It was reported that during a primary knee arthroplasty the sterile packaging was compromised. This led to a thirty minute delay in the procedure while the surgeon modified the femoral cut in order to implant a smaller size femoral component. No additional patient consequences were reported.